Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. P-cap or reservoir locked properly in place. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump's keypad became swollen. Customer was facing difficulty to navigate the insulin pump setting as the keypad made button pushing difficult. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.